Manufacturer narrative:
(B)(4). D10: cat# us157858, lot# 195730, m2a-magnum pf cup 58odx52id. Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 5 years and 1 month post-implantation due pain and radiographic evidence of osteolysis and possible loosening. During the procedure encountered a pseudocapsule and minimal reactive tissue, stem was found loose, and head was cold welded. All components, except for the cup, were revised without complication. It was reported that no further information is available.